Manufacturer narrative:
The reported events were oversensing noise and inappropriate mode switch. As received, a complete lead was returned in two pieces. The reported event of oversensing noise was confirmed. Visual examination of the distal portion of the lead found two external abrasions breaching the outer insulation and exposing the outer coil located proximal to the suture sleeve tie down impression consistent with friction to the device can. The cause of the reported event of oversensing noise was isolated to the exposure of the outer coil in the abrasion zones.

Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right atrial (ra) lead exhibited over sensed noise leading to inappropriate mode switches. The lead was explanted and replaced with new lead. Patient condition was stable.